Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was successfully used during a procedure as a part of a post-market study to treat benign prostatic hyperplasia (bph) on (B)(6) 2008. During a postoperative visit on (B)(6) 2011, the subject was found to have an elevated prostate-specific antigen (psa) which required treatment, specific treatment is unknown. Several attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Outcomes attrib. To (B)(6): other serious (important medical events), prostate cancer.

Event description:
(B)(4). Follow up with the complainant revealed that because the patient had an elevated prostate specific antigen (psa), a prostate biopsy performed on (B)(6) 2011. The patient met with the oncologist on (B)(6) 2011 at which time the patient and physician have decided to do "watchful waiting" as opposed to treatment at this time.

Event description:
Follow up with the complainant revealed that they no longer wishes to report the elevated psa as an event. It is reported that elevated psa was a symptom of prostate cancer. The prostate cancer has been assessed by the physician as unrelated to the prolieve device and procedure. The prolieve procedure did not cause or contribute to the injuries reported in this complaint.